Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results was 187mg/dl (this was the only reading that was provided in the reported issue notes). Tests were done less than 10 minutes apart with a difference of greater than 20%. Patient did not experience any adverse events. No further info has been reported.